Event description:
Pt was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears at all unusual for the length of time implanted. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.